Manufacturer narrative:
The nurse reports that the bedside monitor is showing blood pressures of 10-20mmgh higher on the systolic blood pressure device than when they do a regular manual cuff blood pressure reading. All patients are showing as hypertensive when they are not. Non disposable nihon kohden cuffs are being used on the patients. The nurse expressed interested in using welch allyn flexiport disposable cuffs. Changing to disposable cuffs fixed the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not being returned.

Event description:
The nurse reports that the bedside monitor is showing blood pressures of 10-20mmgh higher on the systolic blood pressure device than when they do a regular manual cuff blood pressure reading. All patients are showing as hypertensive when they are not. Non disposable nihon kohden cuffs are being used on the patients. The nurse expressed interested in using welch allyn flexiport disposable cuffs. Changing to disposable cuffs fixed the issue.